Event description:
A customer contacted beckman coulter inc. (Bec) stating that during a startup cycle the customer noticed a fluid leak from the bottom front right side of the coulter hmx autoloader analyzer. The customer was wearing gloves and a lab coat at time of incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. No patient samples were affected.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse found the leak at the pinch valve pv-43. The fse replaced the pinch tubing, which resolved the issue. As per product labeling, bci urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).